Event description:
It was reported that the patient experienced a skin reaction at the pod infusion site located on the leg while wearing the pod between 37 and 48 hours. On (B)(6) 2026, the patient sought medical attention at (B)(6) due to pain, redness, swelling, and purulent discharge at the infusion site. The patient reported that the pod had been removed due to the severity of the symptoms, resulting in interruption of insulin delivery. Blood glucose levels were reported to have increased to 300 mg/dl, the patient remained at the hospital for approximately 2 hours on (B)(6) 2026. The pod was not worn during the hospital visit due to the inflammation. At that time, no specific diagnosis was provided; however, inflammation of the infusion site was identified, and the patient was treated with pain medication before being discharged on the same day. On (B)(6) 2026, the patient reported attending a dermatology appointment, where a diagnosis of erysipelas was made, and treatment with penicillin was initiated. The patient reported that the infusion site remained swollen, red, and painful. Following pod removal, a new pod was successfully applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown: omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.